Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Photographs of the device were provided. Review of the supplied photographs confirms the report of no cement adhered to the device. No further observations or conclusions could be drawn about the reported device loosening based on the photographs. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Revision to address loosening of the tibial tray at the cement/implant interface.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4).